Manufacturer narrative:
The lead was surgically abandoned. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that during a procedure for device change out due to upgrade, this lead was scheduled for explant. The lead was unable to be removed through the superior vena cava (svc), and was surgically abandoned. The lead remains in the svc. No additional adverse patient effects were reported.